Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the customer had a skin reaction at the puncture site. The biosensor was inserted in the arm on an unspecified date, and alcohol was used to cleanse the area prior to insertion. The biosensor stopped working after two days and he felt a dull pain in the customer's left tricep. Symptoms included a red bump tender to the touch and redness surrounding the insertion site. He consulted a healthcare provider (hcp) (date unspecified) who prescribed an oral antibiotic (unspecified) to treat the infection. He indicated, "it looks like just an irritation and will likely heal just fine." No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No customer or event information is available.